Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that when they were removing his device, one of the electrodes broke off. This occurred in (B)(6) 2004. The manufacturer representative (rep) was at the surgery. The indication-for-use (IFU) was unknown. No outcome or patient information were reported regarding this event. Further follow-up is being conducted to obtain this information, along with more clarification of the issue. If additional information is received, a follow-up report will be sent.